Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2022 on a direct tested nasal kitted swab. Confirmation testing on nasopharyngeal swab with pcr generated negative results. (CT values not provided) the customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. This MDR is to document patient 14 of 15. Please see the following mdrs for the other 14 patients: 1221359-2022-02248; 1221359-2022-02249; 1221359-2022-02250; 1221359-2022-02251; 1221359-2022-02252; 1221359-2022-02253; 1221359-2022-02254; 1221359-2022-02255; 1221359-2022-02256; 1221359-2022-02257; 1221359-2022-02258; 1221359-2022-02259; 1221359-2022-02260; 1221359-2022-02262.

Manufacturer narrative:
Pending results of investigation. This MDR is to document patient 14 of 15. Please see the following mdrs for the other 14 patients: 1221359-2022-02248; 1221359-2022-02249; 1221359-2022-02250; 1221359-2022-02251; 1221359-2022-02252; 1221359-2022-02253; 1221359-2022-02254; 1221359-2022-02255; 1221359-2022-02256; 1221359-2022-02257; 1221359-2022-02258; 1221359-2022-02259; 1221359-2022-02260; 1221359-2022-02262.

Manufacturer narrative:
Investigation completion: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trends are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting.